Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl and the current blood glucose level was 578 mg/dl. The customer declined troubleshooting for high blood glucose error. The customer was not treated with for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as vomiting. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed inf set.